Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient called an ambulance after 2 wearable sensors failed. His neighbor used a fingerstick device to check his blood glucose, which was 42 mg/dl. Concerned about the low reading, the neighbor advised him to call an ambulance. The ambulance just arrived at the time of the report, and no medication had been administered yet. There was a follow up performed on the (B)(6) 2025 and the patient was still at the hospital. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.